Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reset the pump, corrected the time, and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.